Event description:
Foley catheter inserted in emergency room. Attemptedx to remove on numerous attempts and by different people (rn's, supervisor, house ob) without success. I nflation part removed; foley tube cut; still unable to apirate fluid from balloon. After consultation with a urologist, the house physician insertedx a pinal needle through the vaginal wall into the bladder to deflate the foley ballooninvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.